Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the inserter broke while inserting a cage. The tip was retrieved but no further surgical information was provided. There was no reported patient harm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned zyston, zyston str inline inserter for the failure of broken tip. Medical records were not provided for review. Visual inspection revealed that the pedicle probe was bent and the inserter tip broke completely off. The complaint is confirmed. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. The bending of the pedicle probe could possibly be attributed to hard bone structure of the patient or application of off-axis forces capable of overcoming the material properties. The fracture of the inserter prong could possibly be caused due to application of off-axis forces on the inserter prongs from resistance while inserting the cage into the disc space. The device could also have weakened from repeated uses over many cases, leading to failure during this surgery if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.